Event description:
In 2003, the patient was implanted with 2 gore excluder bifurcated endoprostheses to repair an abdominal aortic aneurysm. In 2009, a computed tomography revealed a possible type ii endoleak. At about one month later, multiple angiograms were performed; however, there was no evidence of any endoleaks. While images from the original procedure are unavailable, the physician felt there was aneurysm enlargement in the absence of an endoleak. At approximately three months later, the physician relined the original gore excluder bifurcated endoprostheses with three gore excluder aaa endoprostheses. Pre and post angiograms showed no evidence of any endoleaks. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Additional device was implanted.